Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03414 pertains to the first resolution clip device and manufacturer report # 3005099803-2014-03415 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. After manipulation, the clip successfully released from the catheter. The same issue occurred with the second resolution clip device. As the clips were able to release from the catheter after manipulation, the procedure was completed with these devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) clip difficult to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.